Event description:
The customer reportedly obtained a "hi" (greater than 600mg/dl) and 120mg/dl on the accu-chek active s system within a ten minute timeframe. The customer felt lethargic. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.